Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site postal code: (B)(6).

Event description:
It was reported that during use, the display screen of the cs300 intra-aortic balloon pump (iabp) became distorted. No harm was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced video receiver board (0670-00-0736) and display cable (0012-00-1747), and the display was confirmed to be functioning normally, completed the repair. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0736 pcb, color video receiver part number 0012-00-1747 cable, video receiver to lcd these parts were received with a reported unit failure of the display screen became distorted during use. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0736 pcb, color video receiver serial number (B)(6) and part number 0012-00-1747 cable, video receiver to lcd serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After four hours of run time, the fat dept. Could not replicate the complaint of distortion on the screen. The parts passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. As.

Event description:
N/a.